Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. Additional information was reported that the patient underwent a recurrent ventral umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016. The pathology report noted ¿hernia sac with mesothelial reaction and fibrosis secondary to reaction to old mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, hospitalizations and stress and anxiety. No additional information is provided.